Event description:
Report received of an over-delivery. The customer contact indicated the event was the result of an operator error in programming the device. User facility voluntary medwatch received, which stated the following. "Pump programmed and checked by rn's. Settings as ordered by md. Rn later assess machine and found it infusing at 10x rate set." Upon further query, the following info was provided: the pump was programmed to deliver dilaudid 0.1 mg/dl instead of the intended 1.0 mg/dl in the pca+ continous mode, with a pca dose of 0.3mg, an 8-minute pt lockout, a continuous rate of 0.5 mg/hr and no 4-hour limit set. When the pump alarmed for an empty syringe sooner than expected, it was noted that the drug concentration was programmed incorrectly. Reportedly, the pt received 30mg of dilaudid within 2 hours. The pump was removed from clinical service, pca therapy was discontinued, and pain mgmt therapy was provided by an alternate unspecified method. There were no reported adverse pt effects and no medical intervention was required. Though requested, no add'l info was provided.